Event description:
It was reported that during a lap sigma procedure, after reloading the cartridge, it jumped out of the instrument while firing. This occurred with two different reloads. Another device was used to complete the procedure. No further information is available. There was no patient consequence.

Manufacturer narrative:
Date sent: 08/08/2007.